Event description:
Customer reported the image intensifier was not functioning correctly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and ordered an image intensifier for replacement. It is anticipated that installation of a new image intensifier will restore the system to operating as intended.